Event description:
It was reported that "the applier jaws were misaligned so that the clip could not be loaded during the pretest before use. Therefore, a new unit was used instead." No patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the applier jaws were misaligned so that the clip could not be loaded during the pretest before use. Therefore, a new unit was used instead." No patient involvement.

Manufacturer narrative:
(B)(4), new information received indicates that this was not a reportable event, thus, the initial MDR submitted on 14 aug 2023 should be retracted.